Event description:
It was reported that during a dilation of right ureter with intraluminal device percutaneous approach procedure, the patient was diagnosed with injury of the ureter and bladder, and the procedure was completed with another of the same device.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf patient code e2401 captures the reportable event of bladder injury. Imdrf impact code f12 captures the reportable event of serious injury/ illness/ impairment. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.